Event description:
Routine total knee arthroplasty performed. Uneventful surgery. Used ethicon surgical powder in muscle layer to get better hemostasis. Skin had necrosis on post-operative day 3. Skin broke down and became infected which required second surgery and prolonged hospitalization. Had same event happen on other case from that day.